Manufacturer narrative:
Device evaluated by MFR: synergy ous mr 3.50 x 24mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage on several locations of the stent with struts lifted and misaligned. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed; it appears as if positive and negative pressure was applied in proximal and mid region (inflated and deflated) and the distal cone appears partially inflated. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. Inflation device verified to 16atm before and after using druck gauge. Device inflated without issues to 16atm which is the rated burst pressure for synergy ous mr 3.50 x 24. Device held pressure and deflated without issues in 7 seconds. Stent expanded without issue. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 03-nov-2020. It was reported that stent failure to deploy and crossing difficulties were encountered. The 23mm x 3.6mm target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 3.50 x 24 synergy drug-eluting stent was advanced for treatment. However, during procedure, it failed to cross the lesion and it failed to expand. It was noted that multiple attempts were made to position the stent but still it failed to deploy due to the lesion characteristics. The procedure was completed with another of the same device. There were no patient complications reported and the patients status was stable. However, returned device analysis revealed a stent damage.